Manufacturer narrative:
Updated b5 describe event or problem.

Event description:
It was reported that error code 282, 286, and 48 appeared on screen. The laser was not able to be properly shut down using the touchscreen and pressing the e-stop button. Only after breaker switch was switched off, that the console would successfully shut down. There was no mention of a patient of procedure outcome.

Manufacturer narrative:
Upon receipt of this device component at our quality assurance laboratory, the component was thoroughly analyzed. A visual inspection was performed and noted that the lens cell assembly was found in overall good physical condition. The electrical connections were cut off. The lens was clear and clean, and no functional testing was performed. The lumenis pc computer (lpu) was found in overall good physical condition. The electrical connections were in good condition and no functional testing was performed. The field service engineer (fse) states that the lpu and lens cell were defective and required replacement. Therefore, the reported allegation is confirmed. A labeling review was performed using lumenis pulse 120h op manual. The instructions for use (IFU) includes specific indications related to the emergency stop button, such as: emergency laser stop button: a two-position, normally released, push-type button for emergency laser stop. It is located on the front cover next to the on or off button. The button is a large, red mushroom-shaped knob that is operated by pressing down. To release the switch to its normal position, rotate the knob (direction is marked on the knob's face). The emergency button does not shut off the power, it stops all activity (lasing, suction, etc.) That could have safety implication. No operation is possible as long as the button is pressed. The emergency stop button should be used only in case of an emergency. Device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing.

Event description:
It was reported that error code 282, 286, and 48 appeared on screen. The laser was not able to be properly shut down using the touchscreen and pressing the e-stop button. Only after breaker switch was switched off, that the console would successfully shut down. There was no mention of a patient or procedure outcome. Boston scientific has been unable to obtain additional information regarding the event to date, the procedure and patient outcomes, despite good faith efforts.

Event description:
It was reported that error code 282 and 286 appeared on the console's screen. The laser was not able to be properly shut down using the touchscreen and pressing the e-stop button. Only after breaker switch was switched off, that the console would successfully shut down. There was no mention of a patient of procedure outcome.